Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye, the patient experienced halos. Approximately 2 months after implantation of the iol, it was exchanged with a different model lens due to unresolved halos. In the surgeon's opinion, the most likely cause of event is halos induced by iol and increased pupil size at baseline, with dilated pupil size measurement over 7mm. The patient has recovered.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.